Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. However, from past investigation of similar failure, it may be possible that excess tension was used while passing sutures or the anchor was off angle causing it to break. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The surgeon attempted to place sutures through the loop and pass them through the anchor (as per surgical techniques) and the tip of the anchor broke while trying to pass sutures. A new anchor was opened and was implanted with no issues. Additional information received via email from the affiliate on (B)(6) 2016. One anchor was left in place and an additional bone hole was used.